Manufacturer narrative:
This report is submitted on october 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device, as of the date of this report.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted due to an infection at the implant site. There are currently no plans to reimplant the patient, as of the date of this report.